Event description:
(B)(4). Since I have had the insure I have had excessive weight gain, daily headaches and weekly migraines, gallbladder removed, dental issues, joint pain, irregular menstrual cycles and also very heavy bleeding, lack of sexual drive, chronic fatigue, vitamin b12 deficiency, heart palpitations.

Event description:
(B)(4). I had a hysterectomy on (B)(6) 2016 thanks to essure and all the problems that it caused. At the age of (B)(6), I lost my womanhood :( this product needs to be removed and help save other women from having to go through what thousands of us other women have had to go through!